Event description:
From the distributor's report: 1) patient of unknown gender or age with eyelid laceration. 2) the device was used to close the wound and pr0duct ran into eye. 3) no further information on how product was used, or what precautions were used has been provided. 4) no further information has been provided on the patient and condition. 5) product was not returned.